Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had an ins removed due to an infection in (B)(6) 2018. The infection went into the patient's brain and he was in the hospital for a month. The patient's system was explanted. The infection caused the patient to not be able to use his left hand and arm and walks with a cane. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the location of the ins was unknown.